Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 170 mg/dl. Reportedly, the customer resumed insulin delivery on the pump without changing supplies. The customer declined assistance from tandem technical support regarding the issue and indicated that a supply change would be performed.